Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A patient reported that after having intraocular lens (iol) implant , she experienced double vision. She indicated that she is seeing double letters and not seeing distinctly. She reported that she cannot drive at night and has become worse since the surgery. Additional information is not expected as the patient does not want the ophthalmologist contacted.